Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd solis vip pump, it was noted that the pump recorded 250ml of chemo infused into the patient. However, only 60ml total was administered. Subsequently, the pump was changed. No patient consequences were reported. No adverse effects were reported.